Event description:
It was reported that the display of the system controller and the black power cable were damaged. The controller was exchanged.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller¿s black power cable and liquid crystal display (lcd) was confirmed via analysis of the submitted photo. Visual inspection of the submitted customer provided photo of the heartmate 3 system controller (serial number unknown) revealed black electrical tape wrapping around the black power cable and lines covering the bottom half of the lcd with a singular line on the right side of the lcd making the display difficult to read. Additional information provided communicated that the controller was discarded and would not be returned for analysis. It was also noted that no log files were available for review and that there were no alarms associated with the damage. The root cause of the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the heartmate 3 system controller were unable to be reviewed as the serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.